Event description:
Heart MRI at hosp, imaging center, lasting about 1 hr. Within an hour I noticed flashing in my left eye which has continued every few seconds except when sleeping. "People have reported eye flashing after MRI. Magnetic phosphates stimulate optic nerve and retina, producing flashing light sensation in the eye". No one at MRI center knew about this effect. A retina specialist said he has seen 2 other MRI-related eye flashing pts in last 2 weeks. I think the problem is under-reported because doctors aren't familiar with it and it may occur more in older people whose vitreous shrinks with age. My MRI machine was probably a 3 tesla in strength (1-5 tesla is range). Awareness of this potential adverse effect is important for pt and professional information.